Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the device did not staple. The procedure was completed with another device of the same product code. There was no adverse consequence to the pt.